Event description:
The date of the event is unspecified. During a carotid endarterectomy, a rhythmlink device (rlsp503, lot number unknown) was used, and it was reported that the needle detached from the leadwire and was left in the patient's arm. The needle was discovered after closure and was removed using tweezers. Images were taken to confirm that no fragments of the needle remained.